Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her visual acuity has gradually deteriorated and halos are observed. The consumer reported that after the first lens (left eye) was implanted, she developed an infection and the surgeon prescribed some antibiotics which cured the infection; then, at a follow-up visit, the surgeon said the eye was recovering as expected. The consumer stated the total duration of the first surgery was about ten minutes. For the fellow eye (right eye), the implant surgery was performed approximately five weeks after the first eye; and again, after the surgery, the consumer developed an infection with ocular discharge and was prescribed medications to treat it. The consumer stated the secondary surgery lasted about forty minutes. The consumer further reported that, in the first three months following the two surgeries, she had a very good vision but experienced halos, especially at night. These halos, some very intense, continue. In those initial months she could "read when watching tv" (good, clear vision for distance) and also magazines (no problems encountered for distinguishing objects located in close range). Afterwards, her vision gradually deteriorated during a few months and at present, cannot watch tv or drive in poor light condition or at night, as the halos are persistent. In a follow-up, the surgeon reported the events continue and in his opinion, it is unknown if the device caused/contributed to the event. Information provided also indicated an unapproved handpiece. Viscoelastic combination was used with the lens and cartridge. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The account indicated the use of an unapproved handpiece/viscoelastic combination with the lens and cartridge. The root cause could not be identified by the investigation. There has been one other similar complaint reported in the lot which is for the complaint reported for the fellow eye. Additional information was requested and received. (B)(4).